Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts from the eleventh row in from the proximal end of the stent were stretched out by 5mm towards the tip of the device causing some of the struts to be misaligned and raised up. The balloon was tightly wrapped and was not subjected to positive pressure. The guidewire and inner lumen was kinked at 153mm and 190mm proximal to the tip of the device. It was not possible to insert a 0.015 product mandrel due to this damage. A visual and microscopic examination found that the hypotube had kinked approximately 240mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The "very tight" target lesion was located in an unspecified left coronary artery. A 3.50x24mm promus element plus stent delivery system (sds) was advanced, but was unable to cross the lesion. They removed the device and observed that the struts at the leading edge near the tip of the stent were damaged. The procedure was completed with balloon dilation and deployment of another of the same stent. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The "very tight" target lesion was located in an unspecified left coronary artery. A 3.50x24mm promus element plus stent delivery system (sds) was advanced, but was unable to cross the lesion. They removed the device and observed that the struts at the leading edge near the tip of the stent were damaged. The procedure was completed with balloon dilation and deployment of another of the same stent. No patient complications were reported and the patient's status is fine.